Event description:
It was reported the customer experienced low blood glucose levels (54 mg/dl). The customer is working with health care professional on pump settings to address reported issue.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.